Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump display was intermittently dim or black when the screen was illuminated making it difficult to see the graphics and text. Customer's blood glucose was 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.